Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but has slight damages on the edge and on the surface. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.